Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 34-year-old female patient who had essure (batch no. A02558,a02566-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on the same day" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included upper respiratory tract infection on (B)(6) 2017, tubal ligation on (B)(6) 2012, right lower quadrant pain on (B)(6)2012, vaginal pain, ovarian abscess, ovarian cyst ruptured, intestinal adhesions, fever, nausea, vomiting, cramp in lower abdomen, vaginal discharge abnormality, constipation, vaginitis bacterial, sexually transmitted disease, genital herpes, bacterial vaginosis, vaginal itching, pelvic inflammatory disease, flank pain, abdominal pain lower, low back pain, grimacing, burning micturition, urinary frequency, anorexia, diarrhea, folliculitis, urinary tract infection, perineal rash, impetigo, varicella, allergic reaction, carcinoma, rash trunk, burning feeling vagina, cervicitis, sputum, abdominal hernia, edema, chest wall pain, dizziness, weakness, neck pain, vaginal irritation, cellulitis, sore throat, nasal congestion, earache, injection site stinging, oophorectomy, ovarian cystectomy, salpingectomy, intra-uterine contraceptive device insertion, tubo-ovarian abscess, obesity, hemorrhagic cyst, pelvic adhesions and vaginal discharge abnormality. The patient is african american. Concurrent conditions included vaginitis bacterial, venereal disease nos, skin infection, renal colic, gonorrhea, chlamydial infection, kidney stones, bronchitis, chest pain, sore throat, nasal congestion, trichomoniasis and injection site stinging. Concomitant products included aciclovir (acyclovir), azithromycin from (B)(6)2013 to(B)(6)2018, dicycloverine hydrochloride (bentyl), hydrochlorothiazide since (B)(6)2015, hydrocodone bitartrate;paracetamol (norco),ibuprofen (B)(6)2012 to (B)(6) 2019, ketoprofen (B)(6)2013 to (B)(6) 2019, metronidazole (metronidazol) from (B)(6)2013 to (B)(6)2017, metronidazole benzoate (flagyl) from (B)(6)2013 to(B)(6)2013, naproxen (motrin)(B)(6)2012 to (B)(6) 2019, oxycodone hydrochloride;paracetamol (percocet)31-oct-2012 to may 2019 and paracetamol (acetaminophen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ emotional anguish/psychological or psychiatric problems condition:mental anguish"), mood swings ("hormonal changes describe: mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On(B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6)2013, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6)2018, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstruation irregular ("menstruation issues"), back pain ("back pain"), genital haemorrhage ("gen abnormal bleeding"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic inflammatory disease, vaginal infection, menstruation irregular, migraine, depression, anxiety, mood swings, vaginal haemorrhage, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and post procedural complication outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: on 31-oct-2012, the essure was placed in each ostia via the essure protocol with 2-3 cores remaining. Current weight 220 lbs. She had been treated for pain, bleeding. Bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Abdominal x-ray - on (B)(6)2018: no significant radiographic abnormalities. Computerised tomogram abdomen - on(B)(6)2012: mild inflammatory change or hematoma adjacent to the right ovary. Some air and fluid in the endometrial canal consistent with recent endoscopic tubal ligation.; on(B)(6)2013: no acute abnormality demonstrated; on (B)(6)2013: negative CT abdomen and pelvis; on (B)(6)2013: normal CT abdomen and pelvis without contrast; on(B)(6)2018: bicornuate uterus with endometrial fluid and peripheral enhancement. With the previous bilateral tubal ligation this is probably inflammatory however early gestational sacs could have the same appearance. Correlate with pregnancy test if clinically indicated. 4.4 cm ovarian cyst.. Computerised tomogram head - on (B)(6)2009: acute severe migraine headache. Computerised tomogram pelvis - on (B)(6)2012: complex elongated cystic lesion containing diffuse low-level internal echoes inseparable from the right ovary. This measures approximately 1.9 x 7.1 cm. Differential diagnosis would include hemorrhagic partially collapsed cyst, hydrosalpinx with debris or in the appropriate clinical setting, tubo-ovarian abscess.; on (B)(6)2012: result: 1. Prominent retained fecal material throughout the colon. 2. Ventral hernia containing mesenteric fat. 3. Prominent fluid within the endometrium.; on (B)(6)2014: small fat containing periumbilical hernia. Normal appendix; on (B)(6)2015: stable periumbilical fat-containing hernia demonstrating inflammation in the peritoneal fat septate or bicornuate uterus; on (B)(6)2016: stable periumbilical hernia with mild inflammatory change again seen in the adjacent peritoneal fat.. Pathology test - on (B)(6)2019: uterus, hysterectomy with left salpingo-oophorectomy: cervix: chronic cervicitis with squamous metaplasia. Endometrium: atrophic endometrium with cystic change. Myometrium: no significant histopathologic abnormality serosa. Serosal adhesions. Left adnexa: status post essure coil placement bilateral. Focal foreign body giant cell reaction. Left fallopian tube appears somewhat atretic. There is an essure coil present on each cornua of the uterus.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal discharge, pelvic pain, headache and following event was described in patient's medical record: device monitoring procedure not performed and pelvic inflammatory disease and medical device monitoring error, abdominal pain, menorrhagia. Lot number : a02566 is not valid. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Event back pain, gen abnormal bleeding, uti, bacterial vaginosis, candidal vaginosis, post removal complications added. Event outcome for pain, bleeding, bladder infection changed to recovered. Incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 34-year-old female patient who had essure (batch no. A02558,a02566-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on the same day" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included upper respiratory tract infection on (B)(6) 2017 , tubal ligation on (B)(6) 2012, right lower quadrant pain on (B)(6) 2012, vaginal pain, ovarian abscess, ovarian cyst ruptured, intestinal adhesions, fever, nausea, vomiting, cramp in lower abdomen, vaginal discharge abnormality, constipation, vaginitis bacterial, sexually transmitted disease, genital herpes, bacterial vaginosis, vaginal itching, pelvic inflammatory disease, flank pain, abdominal pain lower, low back pain, grimacing, burning micturition, urinary frequency, anorexia, diarrhea, folliculitis, urinary tract infection, perineal rash, impetigo, varicella, allergic reaction, carcinoma, rash trunk, burning feeling vagina, cervicitis, sputum, abdominal hernia, edema, chest wall pain, dizziness, weakness, neck pain, vaginal irritation, cellulitis, sore throat, nasal congestion, earache, injection site stinging, oophorectomy, ovarian cystectomy, salpingectomy, intra-uterine contraceptive device insertion, tubo-ovarian abscess and overweight. The patient is african american. Concomitant products included azithromycin from (B)(6) 2013 to (B)(6) 2018, hydrochlorothiazide since (B)(6) 2015, ibuprofen (B)(6) 2012 to (B)(6) 2019, ketoprofen (B)(6) 2013 to (B)(6) 2019, metronidazole (metronidazole) from (B)(6) 2013 to (B)(6) 2017, metronidazole benzoate (flagyl) from (B)(6) 2013 to (B)(6) 2013, naproxen (motrin)(B)(6) 2012 to (B)(6) 2019, oxycodone hydrochloride;paracetamol (percocet) (B)(6) 2012 to (B)(6) 2019 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ emotional anguish/psychological or psychiatric problems condition:mental anguish"), mood swings ("hormonal changes describe: mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, menorrhagia, vaginal infection, menstruation irregular, migraine, depression, anxiety, mood swings, vaginal haemorrhage, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, the essure was placed in each ostia via the essure protocol with 2-3 cores remaining. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: result: 1. Prominent retained fecal material throughout the colon. 2. Ventral hernia containing mesenteric fat. 3. Prominent fluid within the endometrium.; on (B)(6) 2014: small fat containing periumbilical hernia. Normal appendix; on (B)(6) 2015: stable periumbilical fat-containing hernia demonstrating inflammation in the peritoneal fat septate or bicornuate uterus; on (B)(6) 2016: stable periumbilical hernia with mild inflammatory change again seen in the adjacent peritoneal fat.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal discharge, pelvic pain, headache and following event was described in patient's medical record: device monitoring procedure not performed and pelvic inflammatory disease and medical device monitoring error. Lot number : a02566 is not valid lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received new event added abdominal pain and event outcome added. Concomitant drugs and medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 34-year-old female patient who had essure (batch no. A02558,a02566-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on the same day" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included upper respiratory tract infection on (B)(6) 2017, tubal ligation on (B)(6) 2012, right lower quadrant pain on (B)(6) 2012, vaginal pain, ovarian abscess, ovarian cyst ruptured, intestinal adhesions, fever, nausea, vomiting, cramp in lower abdomen, vaginal discharge abnormality, constipation, vaginitis bacterial, sexually transmitted disease, genital herpes, bacterial vaginosis, vaginal itching, pelvic inflammatory disease, flank pain, abdominal pain lower, low back pain, grimacing, burning micturition, urinary frequency, anorexia, diarrhea, folliculitis, urinary tract infection, perineal rash, impetigo, varicella, allergic reaction, carcinoma, rash trunk, burning feeling vagina, cervicitis, sputum, abdominal hernia, edema, chest wall pain, dizziness, weakness, neck pain, vaginal irritation, cellulitis, sore throat, nasal congestion, earache, injection site stinging, oophorectomy, ovarian cystectomy, salpingectomy, intra-uterine contraceptive device insertion, tubo-ovarian abscess, obesity, hemorrhagic cyst, pelvic adhesions and vaginal discharge abnormality. The patient is african american. Concurrent conditions included vaginitis bacterial, venereal disease nos, skin infection, renal colic, gonorrhea, chlamydial infection, kidney stones, bronchitis, chest pain, sore throat, nasal congestion, trichomoniasis and injection site stinging. Concomitant products included aciclovir (acyclovir), azithromycin from 11-feb-2013 to 21-jan-2018, dicycloverine hydrochloride (bentyl), hydrochlorothiazide since 20-aug-2015, hydrocodone bitartrate;paracetamol (norco), ibuprofen31-oct-2012 to may 2019, ketoprofen9-jul-2013 to may 2019, metronidazole (metronidazol) from 11-feb-2013 to 27-nov-2017, metronidazole benzoate (flagyl) from 11-feb-2013 to 9-jul-2013, naproxen (motrin)31-oct-2012 to may 2019, oxycodone hydrochloride;paracetamol (percocet)31-oct-2012 to may 2019 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ emotional anguish/psychological or psychiatric problems condition:mental anguish"), mood swings ("hormonal changes describe: mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On(B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstruation irregular ("menstruation issues"), back pain ("back pain"), genital haemorrhage ("gen abnormal bleeding"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, menorrhagia, pelvic pain, vaginal infection, vaginal haemorrhage, vaginal discharge, abdominal pain, back pain, genital haemorrhage, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstruation irregular, migraine, depression, anxiety, mood swings, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, the essure was placed in each ostia via the essure protocol with 2-3 cores remaining. Current weight 220 lbs. She had been treated for pain, bleeding. Bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Abdominal x-ray - on (B)(6) 2018: no significant radiographic abnormalities. Computerised tomogram abdomen - on (B)(6) 2012: mild inflammatory change or hematoma adjacent to the right ovary. Some air and fluid in the endometrial canal consistent with recent endoscopic tubal ligation.; on (B)(6) 2013: no acute abnormality demonstrated; on (B)(6) 2013: negative CT abdomen and pelvis; on (B)(6) 2013: normal CT abdomen and pelvis without contrast; on (B)(6) 2018: bicornuate uterus with endometrial fluid and peripheral enhancement. With the previous bilateral tubal ligation this is probably inflammatory however early gestational sacs could have the same appearance. Correlate with pregnancy test if clinically indicated. 4.4 cm ovarian cyst.. Computerised tomogram head - on (B)(6) 2009: acute severe migraine headache. Computerised tomogram pelvis - on (B)(6) 2012: complex elongated cystic lesion containing diffuse low-level internal echoes inseparable from the right ovary. This measures approximately 1.9 x 7.1 cm. Differential diagnosis would include hemorrhagic partially collapsed cyst, hydrosalpinx with debris or in the appropriate clinical setting, tubo-ovarian abscess.; on (B)(6) 2012: result: prominent retained fecal material throughout the colon. Ventral hernia containing mesenteric fat. Prominent fluid within the endometrium.; on (B)(6) 2014: small fat containing periumbilical hernia. Normal appendix; on (B)(6) 2015: stable periumbilical fat-containing hernia demonstrating inflammation in the peritoneal fat septate or bicornuate uterus; on (B)(6) 2016: stable periumbilical hernia with mild inflammatory change again seen in the adjacent peritoneal fat.. Pathology test - on (B)(6) 2019: uterus, hysterectomy with left salpingo-oophorectomy: cervix: chronic cervicitis with squamous metaplasia. Endometrium: atrophic endometrium with cystic change. Myometrium: no significant histopathologic abnormality serosa. Serosal adhesions. Left adnexa: status post essure coil placement bilateral. Focal foreign body giant cell reaction. Left fallopian tube appears somewhat atretic. There is an essure coil present on each cornua of the uterus. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal discharge, pelvic pain, headache and following event was described in patient's medical record: device monitoring procedure not performed and pelvic inflammatory disease and medical device monitoring error, abdominal pain, menorrhagia. Lot number : a02566 is not valid. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, vaginal infection, vaginal discharge, vaginal hemorrhage and bacterial vaginitis were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 34-year-old female patient who had essure (batch no. A02558,a02566-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on the same day" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included upper respiratory tract infection on (B)(6) 2017, tubal ligation on (B)(6) 2012, right lower quadrant pain on (B)(6) 2012, vaginal pain, ovarian abscess, ovarian cyst ruptured, intestinal adhesions, fever, nausea, vomiting, cramp in lower abdomen, vaginal discharge abnormality, constipation, vaginitis bacterial, sexually transmitted disease, genital herpes, bacterial vaginosis, vaginal itching, pelvic inflammatory disease, flank pain, abdominal pain lower, low back pain, grimacing, burning micturition, urinary frequency, anorexia, diarrhea, folliculitis, urinary tract infection, perineal rash, impetigo, varicella, allergic reaction, carcinoma, rash trunk, burning feeling vagina, cervicitis, sputum, abdominal hernia, edema, chest wall pain, dizziness, weakness, neck pain, vaginal irritation, cellulitis, sore throat, nasal congestion, earache, injection site stinging, oophorectomy, ovarian cystectomy, salpingectomy, intra-uterine contraceptive device insertion and tubo-ovarian abscess. The patient is african american. Concomitant products included azithromycin from (B)(6) 2013 to (B)(6) 2018, metronidazole (metronidazol) from (B)(6) 2013 to (B)(6) 2017, metronidazole benzoate (flagyl) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ emotional anguish/psychological or psychiatric problems condition:mental anguish"), mood swings ("hormonal changes describe: mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal infection, menstruation irregular, migraine, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, the essure was placed in each ostia via the essure protocol with 2-3 cores remaining. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.3 kgs. Computerised tomogram pelvis - on (B)(6) 2012: result: 1. Prominent retained fecal material throughout the colon. 2. Ventral hernia containing mesenteric fat. 3. Prominent fluid within the endometrium.; on (B)(6) 2014: small fat containing periumbilical hernia. Normal appendix; on (B)(6) 2015: stable periumbilical fat-containing hernia demonstrating inflammation in the peritoneal fat septate or bicornuate uterus; on (B)(6) 2016: stable periumbilical hernia with mild inflammatory change again seen in the adjacent peritoneal fat.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal discharge, pelvic pain, headache and following event was described in patient's medical record: device monitoring procedure not performed and pelvic inflammatory disease and medical device monitoring error. Lot number : a02566 is invalid. Lot number: a02558 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease') in a (B)(6) female patient who had essure (batch no. A02558-r, a02566-l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on the same day" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included upper respiratory tract infection on (B)(6) 2017, tubal ligation on (B)(6) 2012, right lower quadrant pain on (B)(6) 2012, vaginal pain, ovarian abscess, ovarian cyst ruptured, intestinal adhesions, fever, nausea, vomiting, abdominal pain lower, vaginal discharge abnormality, constipation, vaginitis bacterial, sexually transmitted disease, (B)(6), bacterial vaginosis, vaginal itching, pelvic inflammatory disease, flank pain, abdominal pain lower, low back pain, grimacing, burning micturition, urinary frequency, anorexia, diarrhea, folliculitis, urinary tract infection, perineal rash, impetigo, varicella, allergic reaction, carcinoma, rash trunk, burning feeling vagina, cervicitis, sputum, abdominal hernia, edema, chest wall pain, dizziness, weakness, neck pain, vaginal irritation, cellulitis, sore throat, nasal congestion, earache, injection site stinging, oophorectomy, ovarian cystectomy, salpingectomy, intra-uterine contraceptive device insertion and tubo-ovarian abscess. The patient is african american. Concomitant products included azithromycin from (B)(6) 2013 to (B)(6) 2018, metronidazole (metronidazole) from (B)(6) 2013 to (B)(6) 2017, metronidazole benzoate (flagyl) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ emotional anguish/psychological or psychiatric problems condition:mental anguish"), mood swings ("hormonal changes describe: mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal infection ("infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation issues"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal infection, menstruation irregular, migraine, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, the essure was placed in each ostia via the essure protocol with 2-3 cores remaining. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Computerised tomogram pelvis - on (B)(6) 2012: result: prominent retained fecal material throughout the colon. Ventral hernia containing mesenteric fat. Prominent fluid within the endometrium.; on (B)(6) 2014: small fat containing periumbilical hernia. Normal appendix; on (B)(6) 2015: stable periumbilical fat-containing hernia demonstrating inflammation in the peritoneal fat septate or bicornuate uterus; on (B)(6) 2016: stable periumbilical hernia with mild inflammatory change again seen in the adjacent peritoneal fat. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: vaginal discharge, pelvic pain, headache and following event was described in patient's medical record: device monitoring procedure not performed and pelvic inflammatory disease and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received: this case became incident. New events added from pfs- mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain were added. Event verbatim was updated as infections/infection (bladder/ urinary tract/vaginal) type: vaginal and event pt was also updated to vaginal infection. Events added from medical record- device monitoring procedure not performed, endometrial ablation and essure insertion done on the same day and pelvic inflammatory disease. New reporters, concomitant drugs and other relevant history added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.